Event description:
Allegedly the modular neck was broken after the patient jumped from his wagon during work time. No other information was reported about the incident. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01432. This event occurred in (B)(6).